Event description:
The event reported as: complaint alleges: the catheter broke one day before the planned removal. No consequence for the pt, the catheter was removed and not replaced. No pt injury reported. Pt condition is fine.

Manufacturer narrative:
No sample is available for the MFR to evaluate.